Event description:
Caller indicated the assure 4 meter was reading high. Pt was admitted to the hospital at 09:15 am, the pt was having changing level of consciousness and was given orange juice. Approx 5-10 minutes later, the paramedics arrived and administered a blood glucose test and received a reading of "lo". A hospital lab draw gave a reading of 20.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within spec.